Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f : the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2023, the patient underwent a port placement procedure using the powerport m.r.I. Isp. 2 years 5 months and 23 days post procedure, the patient returned to the hospital for IV infusion, during which difficulty with blood withdrawal was noted. A chest x ray confirmed a catheter fracture. The surgeon promptly arranged for port removal, and both the portion of the catheter connected to the port and the fractured catheter segment were removed and replaced. There was no reported patient injury.